Event description:
It was later reported that per the autopsy report, the cause of death was anoxic encephalopathy following cardiopulmonary arrest. The patient had enterocolitis with sepsis. The death was not considered to be device-related.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l39094, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
It was reported that the patient was close to death and it was uncertain how much longer she may live so the healthcare professional wanted to turn the pump off. The patient had experienced a change in mental status and was unresponsive. Per the reporter, they "don't know anything about this pump or patient" as patient is new to the facility. It was later reported that the pump was turned off. The patient passed away. The healthcare professional was unable to provide information related to the patient's death. The exact date and cause of death were not reported.

Event description:
Additional information: it was later reported that the pump was stopped on (B)(6) 2013 and alarms were disabled. The patient¿s death occurred on (B)(6) 2013. The cause of death and relationship to the device was unknown. It was noted that a refill had occurred on (B)(6) 2013 the patient was hospitalized with overdose symptoms. The drug was reported as "mcp". The reservoir volume was 16.5ml and at the time of this call the coroner had not yet aspirated the reservoir.

Manufacturer narrative:
(B)(4).